Manufacturer narrative:
Ge representative found the systems potentiometer to be faulty and replaced it. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the systems longitudinal movement was inoperable. Up and down motions were also impacted by this issue. All other functions work. No patient injury was reported.